Event description:
It was reported that in central processing, the black shaft chipped on the schertel grasper instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube had scratch marks/abrasions. A piece of the insulation on the main tube was broken off and scratched off which measured approximately .151 x .293. Failure analysis investigation also found the instrument's housing was broken. The housing was broken in three places, in the center and two pins next to the snaps. No other damage was found.